Event description:
On (B)(6) 2009, the lay user/pt contacted lifescan alleging that the onetouch ultra link meter displayed an error 1 message. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The pt said the issue started on (B)(6) in the morning. She said that due to the issue she continued her insulin pump regime. She says she has doses of 1.3 units of apidra per hour, 1.05 units per hour, and 1.25 units per hour at times throughout the day. She said that she started having a "lack of hunger" a day after the issue started. Then at 1:45 pm on (B)(6), she allegedly injected herself with 3.1 units of apidra. According to the troubleshooting performed with customer service, it was not the first time the product was being used. This complaint is being reported because the issue was not resolved through troubleshooting. The product did not cause or contribute to a serious injury because the pt's symptoms are not indicative of a serious diabetic injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.